Event description:
It was reported that a user experienced high blood glucose while using the ilet system with a dexcom g7, with a highest cgm value of 395 mg/dl and a confirmatory glucometer value of 390 mg/dl for about two hours after a breakfast bolus announcement; the infusion set on the abdomen was reported intact with no visible issues, and glucose began trending down during follow-up. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or component involvement, and no findings were available to attribute the event to the device. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.